Manufacturer narrative:
(B) (4). (B) (4). Cam. Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. In addition the orange indicator did not show up completely. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure, the device was loaded and squeezed to fire, however, it did not fire the clip. The clip was jammed in the jaws. A new device was pulled and used to complete the procedure. There was no pt consequence.